Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event and subsequently expired on (B)(6) 2009, after the use of the product.

Manufacturer narrative:
This reported event is on the same pt involving two separate products and associated with MDR# 1225714-2013-00615.